Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned for evaluation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Doi: does the use of the largest possible metal head increase the wear of vitamin e-doped cross-linked polyethylene? Two-year results from a randomized controlled trial. 10.1302/0301-620x.103b7.bjj-2020-2064.r1.

Event description:
It was reported in a journal article that one patient experienced approximately 9mm of stem subsidence after an unknown amount of time post implantation. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 110010247 ¿ g7 shell ¿ 3481985. 010000865 ¿ g7 liner - 3449667. 010001035 ¿ cocr head - 3398463. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient presented to surgeon for a 3 month post total hip arthroplasty follow up reporting pain. X-rays and rsa confirmed the stem component had subsided approximately 9mm. The patient was seen for an additional follow up where another x-ray confirmed the stem had settled. No further medical intervention or revision surgery has been reported to date. Attempts have been made an no additional event information is available at this time.